Manufacturer narrative:
The reported event of unable to implant was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to rebound into a u-shape and thus, was unable to be implanted. Therefore, the physician elected to implant a new lead successfully. The patient was in stable condition and was discharged after the procedure.